Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was brought into the healthcare provider's office on (B)(6) 2024 for reprogramming. The representative completed the programming and shut down the tablet and clinician programmer upon completion. They then went to another room to see a second patient and started programming that patient by removing all programming and they programmed them with low-density programming. The representative titrated up the amplitude but the patient could not feel anything. It was then noted that the patient that was in the room next door was being overstimulated; somehow the tablet was still connected to the patient. The representative went to check the patient using another tablet and saw all of their programming was deleted. The representative was able to reprogram the patient with no further issue. The representative waited until the patient left the office before they went to program the other patient with no further issue or concerns. Additional information received from the patient. It was reported that the patient went to their pain management facility to have their ins assessed because they were having back pain. Their program was adjusted and the representative showed the patient that they were changed from program a to c. The patient left that office and went to the office where their friend and their family member were waiting to be seen by a doctor. While the doctor was examining their family member, the patient started to feel jolting in both of their legs and they extended out on their own. The patient started to feel currents running through both of their legs and into their back and it intensified. The currents kept coming and went up into their left upper side. They were crying and the healthcare provider grabbed their device and called out for the representative to assist them. The representative was in the next office and came right away, and on their device they were trying to stop whatever was happening to the patient. The patient's friend and family member were getting ready to leave because they could not stand to watch them go through the pain and were horrified at what was happening. The representative managed to get the currents to finally stop. The patient was sweating profusely, crying, and then their head started to shake. The doctor said it was just a reaction from what happened. The feeling of being electrocuted lasted for five minutes or longer. The patient was extremely exhausted when it was all over, and they just wanted to lay down and sleep. It appeared that the representative was with another client and that client was not feeling any of the currents, so the representative was steadily turning up the intensity, which the patient was feeling. They had been told on previous visits by the clinicians that if the clinician was not disconnected from their individual devices, the patient could not use t heir device; the patient noted that this must be true because the doctor was not able to get into the patient's device. The representative showed the patient on the patient's device the change in the program that they made before they left the office with them. The patient questioned how the representative could still have control of their device while working on the other client, and inquired if there was a glitch in the system or if the information was incorrect that they received about their device not being able to be accessed (which the patient remembered trying to do). This scenario never happened before to the representative or the doctor, and they were sorry they had to experience this trauma. The patient had many bad dreams after that incident. They were still having back pain so they were scheduled to see one of the clinicians, but when it came time, the thought of the waves going through the patient was too terrifying. The patient noted that the most depressing thing was the fact that they received their normal injection on (B)(6) 2024 but it did not relieve the pain as it did previously. The patient made an appointment for (B)(6) 2024 to see the doctor to discuss why the injection was not working and they seemed to think that it was because of the trauma they had gone through previous ly. The patient was prescribed pain medication and steroids. Now the patient had to wait two more months before they could get another injection, and they were in pain every day. They received a call from the doctor's office the next day asking them to make an appointment to speak with a representative to reiterate their traumatic experience and to see about being programed for their back pain. On (B)(6) 2024, the patient saw a different representative, and they requested this representative, only because the patient thought that the first representative would feel a little uncomfortable about reprogramming the patient again. The patient tried to be comfortable being there, but they were not. The patient had been experiencing jerking motions in their hands, and they trembled. These symptoms started shortly after their traumatic experience on (B)(6) 2024. The patient was concerned about the effect the traumatic experience had on their body because they had not felt the same. The patient saw their neurologist and they put the patient on a new medication and requested that their other doctor increase their lyrica, which the doctor did. The patient hoped that their health issues did not continue to deteriorate as a result from their "execution experience."